Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 87 events were reported for this quarter. Product return status: 87 devices were received for evaluation. Evaluation status: 82 events were confirmed during testing. - 82 devices were found to be affected by missing paint chips, 5 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility.  Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 87 malfunction events in which the device had paint chips missing; 87 events had no patient involvement; no patient impact.